Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a right femoral artery antegrade access approach with a 6 fr sheath placement, during a live case in (B)(6) 2014, an anterior tibial recanalization was being performed using a high-torque (ht) command guide wire. Reportedly, during the procedure, the wire detached at the point of the tibo-peroneal trunk as it was being pushed downward with an unspecified balloon dilatation catheter (bdc). Prior angiography revealed the right superficial femoral artery (sfa) with critical stenosis; anterior and posterior tibial arteries occluded; popliteal and tibial arteries post-stenotic flow; ankle-brachial index (abi): 0.48. Subsequent information received from the site noted the guide wire was not detached/separated but most likely the coating was scrapped or peeling. There was no reported adverse patient effect. No additional information was provided.